Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was receiving inaccurate readings from their sensor glucose. The customer also reported a low blood glucose event. The customer's blood glucose was 48 mg/dl. Customer had treated their blood glucose with food. The customer stated their low blood glucose was recurring. It was also found the customer's insulin pump passed all functional testing during troubleshooting. Customer also reported that their basal rates were changed by their healthcare provider recently. Customer was advised to monitor their insulin pump. No additional information provided.